Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection showed only a terminal section returned; product severed at 23.5 cm from the terminal pin. Setscrew markings were confirmed on the correct location of the contact pin. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a coronary artery bipass graft (CABG) procedure, the attending physician unexpectedly cut the subcutaneous implantable cardioverter defibrillator, electrode. The electrode was partially removed; however, the device remained implanted and active. No boston scientific field representatives had been present during the CABG procedure. Subsequently during a follow-up interrogation, an error code was identified which corresponded to the date of the CABG procedure. The boston scientific representative proceeded to deactivate the device and sent all data for technical services (ts) review. Ts identified two system error codes: both errors were related to device faults which had been generated due to an out of service electrode with a corresponding active device. Ts also reported that the device should not be reused, should another electrode be implanted at a later date. Subsequently, the patient again sought medical attention, as they reported inappropriate shocks and a protruding electrode. The device was again interrogated and confirmed to be off (no shocks delivered) and no evidence of a protruding electrode. The patient later returned and the device and remainder of the lead were extracted; both were returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a coronary artery bypass graft (CABG) procedure, the attending physician unexpectedly cut the subcutaneous implantable cardioverter defibrillator, electrode. The electrode was partially removed; however, the device remained implanted and active. No boston scientific field representatives had been present during the CABG procedure. Subsequently during a follow-up interrogation, an error code was identified which corresponded to the date of the CABG procedure. The boston scientific representative proceeded to deactivate the device and sent all data for technical services (ts) review. Ts identified two system error codes: both errors were related to device faults which had been generated due to an out of service electrode with a corresponding active device. Ts also reported that the device should not be reused, should another electrode be implanted at a later date. Subsequently, the patient again sought medical attention, as they reported inappropriate shocks and a protruding electrode. The device was again interrogated and confirmed to be off (no shocks delivered) and no evidence of a protruding electrode.